Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The log file captured driveline power fault alarms starting on (B)(6) 2021 until the end of the file. No interruption in pump function was observed. The pump operated as intended at the set speed. A subsequent system controller event log file was submitted following a modular cable and controller exchange, and no further driveline power fault alarms were observed. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, no further information has been provided and the products have not been returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. In addition, these documents contain information on how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarms. Some data points of the power a line were collected for comparison. The log file review displayed driveline power faults on power a on 15mar2021 to 16mar2021. This indicated that there was a discontinuity in the power a wire within the driveline. It was recommended to perform a modular cable and controller exchange to potentially solve the issue. The log file also displayed intermittent low power advisories during routine power cable disconnects during approximately one day length. This was due to having the older controller software (B)(4). There were no other unusual events recorded in the log file event history. It was reported that the controller and modular cable were switched out. The log file review after both products were exchanged contained no unusual events. The current draws in power a and power b were relatively the same, which indicated that there are no unusual events regarding the power a wire. Related manufacturer report number of controller: 2916596-2021-01801. Related manufacturer report number of modular cable: 2916596-2021-01775.